Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that the insulin pump had audio issue. The customer¿s blood glucose was 114 mg/dl. The customer stated that insulin pump fails the audio test. The customer performed audio test with tech on the line and beep remained the same on 1 and 5. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures error alarm noted during testing or listed in device history.